Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 415, 306 and 202 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 300 mg/dl. The customer stated that his normal blood sugar range has increased since the holidays have begun as he is eating "more sugar and had sugar before bed". The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 340 mg/dl using truemetrix air meter and 316 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/18/2018 and open vial date is 11/27/2016. The customer stated he is taking clymperide 1 mg two times a day. The meter memory was reviewed for previous test result history (customer had impaired vision and was not able to read date and time on the meter; date / time not set): (B)(6). Memory concerns:customer is concerned with all of his results.